Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector is cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable did not present an image. The issue occurred during device service / maintenance. There were no reports of involvement.